Manufacturer narrative:
(B)(4). D10: item# unk humeral component; lot# unknown. G2: foreign - event occurred in canada. G2: literature - sheth, u., razmjou, h., nam, d. (2026). Long-term clinical, radiological, and patient-oriented outcomes of the tess and nano stemless shoulder arthroplasty systems. Shoulder and elbow surgery, volume 35, issue 2, e216 - e223. Doi: 10.1016/j.jse.2025.06.019. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was obtained that reported a single-center, cross-sectional study from canada. The purpose of the study was to assess the long-term outcomes as measured by clinical, radiological, and patient-reported outcome measures (proms) of 2 stemless implants in patients who have undergone anatomic total shoulder arthroplasty (atsa) or hemiarthroplasty (ha). The article reported 7 joints in the tsa group had radiographic evidence of progressive lucency >2mm around the glenoid component. Of which, 1 patient had signs of glenoid migration and had a humeral fracture at 9 years postop. Attempts have been made and no further information has been provided.